Manufacturer narrative:
Inspected one opened and used sensor. We performed visual inspection and found sensor cannula retracted inside sensor base and found no broken cannula during analysis. Also, performed visual inspection and checked introducer needle for burrs and hooks, dull needle tip defects and none was found. Introducer needle passed per specifications. Unable to confirm customer received sensor in said condition due to sensor returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they inserted a sensor but the device was not connecting to their insulin pump. Upon removal, the customer discovered that the sensor cannula was not intact. The patient's blood glucose at the time of incident is unknown. The sensor will be returned for analysis.